Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.